Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, upon connection of the right atrial (ra) lead to the device, a lack of sensing was observed. The device was replaced suspecting failure of the atrial port, however the problem persisted when the ra lead was connected to the new device. Therefore the ra lead was removed and replaced as well. No patient complications have been reported as a result of this event.